Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+1.0/091 (sphere/cylinder/axis), into the patients right eye (od) on 27-apr-2023. The lens was removed on 01-jun-2023 due to excessive vaulting and angle closure with elevated intraocular pressure (iop). The lens was replaced with a shorter lens and the problem was resolved. Post-op, the mydriasis continued after glaucoma attack. See MFR. Report # 2023826-2023-02890 for replacement lens. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming. D6b: 01-jun-2023. Claim # (B)(4).

Manufacturer narrative:
A3: unk. A4: unk. A5: unk. A6: unk. H6: health impact- clinical code: 4581 - angle closure. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+1.0/091 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting and angle closure with elevated intraocular pressure (iop) . The lens was replaced with a shorter lens and the problem was resolved. Post-op, the mydriasis continued after glaucoma attack. See MFR. Report # 2023826-2023-02890 for replacement lens. Additional information has been requested but none has been forthcoming.